Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. D10. Concomitant medical products tsvth13, imp, tsv, 3.7, 13, mtxf, mg, ha lot 1265965. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor reports that one of the two implants presents damaged threads and the other implant had to be removed due to an infection. The doctor reports pain. The procedure was not completed. The affected dental positions are 13 and 26. This complaint refers to the infection.